Manufacturer narrative:
The complaint states the adjusting knob on the femoral sizer broke during surgery. Upon inspection it was noted that the rotation lever of the device had broken. The damage is consistent with the device being dropped onto the front left-hand side of the product. Whilst drop tests were conducted on the device during development, failure was recorded after multiple deliberate drops on this specific location. Suggesting appropriate care has not been taken in handling this device. The harm of this failure is minor, due to the obviousness and in-operability of the device if this failure occurred. The complaint shall be closed to user error and entered into the complaints system and monitored through trend analysis.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The adjusting knob on the femoral sizer broke during surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.